Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, coagulase-negative staphylococci (1 cfu/endoscope) were detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Air/water channel: coagulase negative staphylococci (countless cfu/100ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
Supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr checked the subject device and found the following. - the distal end insulation test had failed. - the light guide lens was chipped. - the adhesive of the bending section rubber was worn out. - the insertion tube was kinked. - the control section cover was worn out. - the universal cord was wrinkled. - the angulation did not meet specification. - the instrument channel worn out. Ofr requested the user facility to provide the information regarding reprocessing, however the user facility did not provide and ofr could not obtain it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and ofr, there was the possibility that this phenomenon was attributed to the following. - there was a difference between the reprocessing method performed by the user and the reprocessing method recommended by the instruction manual. - contamination occurred during the microbiological test sampling by the user facility. If additional information is received, this report will be supplemented.